Manufacturer narrative:
No button error alarm was note on insulin pump. Insulin pump received with intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip. No frozen screen anomaly noted during our testing. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear, and customer removed batteries. Customer reported that display screen became frozen. Customer's blood glucose was 180 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.